Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient thought they heard the device alarm. It was also reported that there was higher battery drain. Follow-up received from the device clinic indicated that the patient is scheduled for a follow-up visit in (B)(6). The device remains in use. No patient complications have been reported as a result of this event.